Event description:
A user facility reported that during a lithotripsy procedure on a very hard stone, in which a lumenis pulse 100h was being utilized, the laser would run for 15-20 seconds and then burn up the fiber. After several fibers were used, the physician elected to complete the procedure with an alternate device. No report of patient injury was received, and the event did not cause or contribute to any change in the patient's condition.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user. It was reported that, the energy coming through each fiber was too low before the fibers (all 6) burned themselves up, the physician elected to complete the procedure with an alternate device and the procedure was completed without any complications. The fibers had been disposed and will not be returned for evaluation; the manufacturer of the fibers is still unknown, therefore a failure analysis of the fibers could not be completed. A lumenis service engineer visited the site six (6) days after the event. Upon arrival, the system started with no errors. Further evaluation determined that the hr #3 and hr #4 optics were pitted and needed calibration. Hr #3 and hr #4 mirrors were replaced as a preventive measure. After its optics were replaced the laser was restored to full power capability, and the system was returned to the facility having met specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 04-sep-2018 and installed at the customers site on (B)(6) 2018. A review of subject device risk files (risk #2.2.1 in 1003623_g) revealed the risk of optical misalignment leading to inadequate treatment which may require re-operation/prolonged procedure as a recognized risk which has been quantified and found to be negligibly small. The risk likelihood has been characterized and documented as acceptable within a full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. Unrelated to the event, lumenis has initiated CAPA # (B)(4) to further investigate and address mirror issues of the holmium system. This complaint is being closed to CAPA # (B)(4), and therefore follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).